Event description:
It was reported that the device was used during an laparoscopic cholecystectomy procedure. The clips were scissoring out of the device. Another device was used to complete the case. There was no consequence to pt.